Event description:
The customer reported via phone call indicating that the insulin pump had a beep anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the beep anomaly occurs daily at 9 am. Customer was advised to monitor the insulin pump and call if issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.